Event description:
Lap chole: "clip applier took two hands to pull trigger, clips were not closing securely on vessels and extra clips being released when trigger pulled." "Had to retrieve loose clip from patient."